Event description:
It was reported that the pump had a channel error in the emergency department. The pump module and pcu were red tagged. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem omit: c20 - no findings available additional information : imdrf annex a,g,b,c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump had a channel error in the emergency department. The pump module and pcu were red tagged. There was patient involvement however no patient harm. Bd learned additional information. It was reported that the suspect device was tested by the hospital's third-party service and found that "the upper pressure sensor needed to be replaced. Once repaired, we retested the unit and it passed." The device was not returned to bd for further investigation.